Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient with lumbar discopathy underwent anterior lumbar interbody fusion. Intra-op, the surgeon used the endoring system. After the surgeon impacted the anterior cage, he had to remove the endoring in order to finish the surgery but when the surgeon had removed the endoring pins, one of them broke and the extremity distal of the pin stayed in the vertebral body of the patient. Distal extremity of the endoring pin remained in the patient. No patient symptoms or complications were reported as a result of this event. Additionally it was reported that there will not be any revision surgery as patient's health is good.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.